Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2019-10628. It was reported that a patient presented in the operating room for lead revision. The atrial lead had no sensing and the left ventricular lead had no capture. The leads were explanted. Only the atrial lead was replaced due to limited venous access. Patient was stable post procedure.